Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer had woken up with a blood glucose level of over 370 mg/dl, ate a banana and treated himself with a bolus delivery. Later the customer had a blood glucose level of 597 mg/dl. The customer then treated himself with a manual injection. The customer was then hospitalized with blood glucose levels of over 600 mg/dl. Customer stated that his cannula was not bent. The customer stated that he had blood glucose levels over 200 mg/dl the previous night when asked about significant events leading to the hospitalization. The customer's doctor was concerned because the insulin pump had not alarmed no delivery. Troubleshooting was done. Advised that the customer's insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.